Event description:
Initial result for a pt psa was 1.2 ng/ml. When repeated, the result was <0.002 ng/ml. The incorrect result was not used to guide therapy. The field service rep repaired the instrument by performing regular maintenance.